Event description:
A medtronic representative reported that, while in an 8 l5-s5 spine procedure, the site navigation system became unresponsive. This occurred after adding the navigated osteotome and, again, when exiting out of synergy spine software application, and did not interfere with the procedure. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
The site declined to provide patient information, referencing (B)(4)privacy laws. No parts have been returned to manufacturer for analysis.

Manufacturer narrative:
Software event logs were analyzed. The root cause of the reported event could not be determined from the information available.

Manufacturer narrative:
The issue has not recurred. The site does not wish to fund a system checkout. The surgery in which the reported issue occurred was a 9 hour surgery, so the system was on for an extended period of time.